Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for a driveline infection. The patient is on IV antibiotics for the driveline infection.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.